Event description:
It was confirmed the ipg is end of life. Therefore the ipg is not liable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.